Manufacturer narrative:
(B)(4). The lead and stylets have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when analysis is completed.

Event description:
At lead implant, the stylet was partially withdrawn to permit the lead to be connected to the snap lid connector. After the test stimulation the stylet could not be fully reinserted into the lead. The resistance occurred about 11 cm from the tip of the lead. The other stylets included in the package could not be fully inserted either. The lead procedure had to be cancelled because the lead could not be guided. There was no patient injury associated with the event.